Manufacturer narrative:
H6: bent clips track tab. Based upon the inquriy info received and the visual examination, it was concluded that the instrument was returned with a bent clip track tab. It was concluded that the clip track was assembled impropely into the instrument. Due to the bent clip track tab, the instrument could not be tested.

Event description:
It was reported that the er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip would not feed into the jaw properly. A new clip applier was used to complete the case. There was no consequence to the pt. 3/17/1998 message received from affiliate. The clips dropped from the jaw into the pt. They were retreived from the pt.